Manufacturer narrative:
The pump was disposed of and will not be returned for evaluation.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 65 year-old male patient presenting with acute on chronic cardiomyopathy. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. After 14 days of support, the impella 5.5 device was removed at the bedside by the physician. Immediately following device removal, the patient developed right-sided facial droop and stroke-like symptoms, prompting activation of a code stroke. Computed tomography imaging was performed and reportedly demonstrated no thrombus. The patient's symptoms improved by the following day; however, residual right-sided neurologic deficits remained. While on support, the impella 5.5 device was operating at performance level 2 with flows of 2.3 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient survived the event with no additional adverse events noted.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.